Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling sl balloon catheter with no other devices. The distal tip was damaged. Inspection under magnification revealed a pinhole in the balloon material at the distal markerband. There were no irregularities in the balloon material that could have contributed to the pinhole. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 2.0mmx150mm x150cm sterling¿ sl balloon catheter was advanced for dilatation. However, after the first inflation at 6 atmospheres, the balloon ruptured longitudinally. The device was completely removed from the patient and the procedure was successfully completed with dilation of a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.